Event description:
It was reported to philips that the system was unable to boot up, stalling at 'system starting'. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) remotely checked the system and found that the device was unable to boot up, the device freezes on the system startup screen, the status bar goes all the way up and freezes and restarting the system doesn¿t resolve the issue. The philips field service engineer (fse) went onsite to check the system and found that the software in the device's main pc was not working properly. To resolve the issue, fse reinstalled the software on the main pc and restored the settings to their original state. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.